Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
It was reported that the unit had a battery failure. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
G4: 20apr2020. B4: 28apr2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The unit would only start up on alternating current (ac) power. The technician replaced the battery and the issue was resolved. The unit operated normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.